Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced recurring urinary incontinence related to atrophy, leading to a surgical intervention. During surgery, device fluid loss was noted; however, its source was not identified. The existing aus was removed and replaced. No additional information was reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Investigation summary: laboratory analysis confirmed the reported clinical observation of device fluid loss. A cuff tear was determined as the most probable cause of the reported events. DHR review (DHR): the DHR confirmed that the device met all material, assembly, and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this aus was thoroughly analyzed. The cuff was visually and microscopically inspected, and leak tested. Cuff wear at folds was observed, and there was a fold tear. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the device. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the aus instructions for use (IFU). The IFU lists urinary incontinence, and urethral atrophy are potential adverse events associated with implant of this device. Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced recurring urinary incontinence related to atrophy, leading to a surgical intervention. During surgery, device fluid loss was noted; however, its source was not identified. The existing aus was removed and replaced. No additional patient complications were reported.